Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of -12.0 diopter was implanted upside down into the patient's right eye (od). Low vault is observed. Reportedly, "patient has lost vision because the lens is implanted upside down." The problem is not resolved.

Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -12.0 into the patient's right eye (od) on an unknown date. The lens was exchanged on (B)(6) 2023 due to low vault. Reportedly, "the patient already feels better and has a vault of around 700 microns". Additional information has been requested but none has been forthcoming. H6 - 2199 corrected to 4629. Claim # (B)(4).